Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) was experiencing a loss of signal on recorded events. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated undersensing due to suspected loss of contact. 13 total suspected false asystole episodes were recorded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.